Manufacturer narrative:
Patient age at time of event: probably (B)(6).

Event description:
It was reported that the catheter became stuck on the guidewire. An angiojet zelante catheter was selected for use for a deep vein thrombosis procedure in the right lower superficial femoral vein. The device was used in the patient's body, however, the device was taken outside of the patient's body and it was observed that the device could not be removed from the guidewire. Another angiojet zelante catheter was used to complete the procedure. There were no patient complications reported and the patient's status post procedure was fine. Device evaluated by MFR: the device was received with blood outside and inside the device and 300ml of blood in the attached waste bag. The guide wire was able to be removed from the device with no resistance or issues. The guidewire was measured with a laser/led micrometer and it was confirmed to be a .035in, which is compatible with the zelantedvt device. Visual and microscopic examination presented no damage or irregularities to the device.